Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product didn't inflate properly - inflates lopsided. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed it was detected that the cuff did not inflate symmetrically, one side was bigger than the other side. Functional testing could not duplicate that the cuff will not inflate. The root cause is unknown. A CAPA was opened to address the root cause. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.